Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between january 2011 and march 2021. Article citation: a.m. El banayosy, et al. ¿impact of surgical debridement with or without omental wrap on deep lvad infections" 01apr2022. Advanced cardiac care, integris baptist medical center, oklahoma city, ok. Date of event is approximate as the data were collected between january 2011 and march 2021. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported patient expirations could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿impact of surgical debridement with or without omental wrap on deep lvad infections¿ that patients with deep pocket/mediastinal infections were identified. Infections were confirmed by culture, clinical signs and/or radiographic evidence. This is a retrospective study evaluated 30 left ventricular assist device (lvad) patients implanted between january 2011 to march 2021. Patients were classified by whether they either received just surgical debridement and antibiotics (group a) or omental wrap as well (group b). Only group b contained (heartmate 3) hm3 patients. The 2-year mortality in group b was 18% compared to 92% in group a . Mortality resulting from neurologic complications was lower in group b (33.3%) than group a (83.3%).infection-related readmissions were lower in group b (0.072eppy vs 0.615). 13 patients (77%) in group b were transitioned to oral antibiotics. No long-term antibiotic-related complications were noted. Related MFR: 2916596-2022-11688.